Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs: 1225714-2014-05046 and 2937457-2014-01166.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2012 after the use of the product.